Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
The health care professional (hcp) reported via a manufacturer representative (rep) that there was a battery defect. The screw would not loosen enough on the battery to allow the lead to be placed all the way through and the lead became stuck and would not advance. The health care professional (hcp) tried to insert the lead into the battery and it would not advance. They unscrewed the screw and made sure the lead was free of debris. They pulled a new battery from the shelf and implanted it. The issue was resolved at the time of the report. The indication-for-use (IFU) was unknown. Further follow-up is being conducted to obtain patient information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) revealed that the connector parts of the connector module were out of alignment. Difficulty was encountered when attempting to insert a known good lead into the connector port. The bore of the strain relief insert appeared angled and did not align with the opening in the #0 connector.

Manufacturer narrative:
Analysis results were not available as of the date of this report.  A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.